Event description:
Removal of gamma nail due to the broken distal locking screw. Surgeon revised with total hip replacement from depuy. It is a point of note that the lag screw was removed at a previous surgery.

Manufacturer narrative:
Device was discarded. If additional information is received it will be reported on a supplemental report.